Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I'm choking cause it comes like a slimy film [choking]. I'm swallowing it. [Accidental device ingestion]. I can't even get that, that film off out of my mouth [device difficult to remove]. Do you apply the product on dry prostheses? Most of the time, sometimes not [wrong technique in device usage process]. It doesn't stay on the teeth and it's slimy/ and it doesn't last [device adhesion issue]. Comes like a slimy film/ it's slimy [product physical consistency issue]. Case description: on (B)(6) 2025 a spontaneous case was reported in united states of america by a consumer or other non-health professional via call center representative (phone). The report concerns a 70-year-old elderly female consumer. No concomitant medications were reported. No medical history was reported. No drug history was reported. The consumer received poligrip power max ultimate all-in-one (carna+polma cream) zinc free cream, lot number: py7b and expiry date was 2027-10-31 for indication, denture wearer. This case is associated with product quality complaint. Case product: poligrip power max ultimate all-in-one. The patient was using both full denture and partial denture. On an unknown date, after an unknown time of starting poligrip power max ultimate all-in-one, the consumer experienced a medically significant I'm choking and swallowed it (preferred term: choking and accidental device ingestion). On an unknown date, patient reported that, it comes like a slimy film (pt: product physical consistency issue), it doesn't stay on the teeth, or it doesn't last (pt: device adhesion issue) and she can't even get that, that film off out of the mouth (pt: device difficult to use). On an unknown date, patient reported that, sometimes she applies the product on dry prosthesis and sometimes not (pt: wrong technique in device usage process). The events (product physical consistency issue, device adhesion issue, device difficult to use and wrong technique in device usage process) were non-serious. The action taken for poligrip power max ultimate all-in-one was considered as dose not changed. Outcome of the events, (product physical consistency issue and wrong technique in device usage process) was unknown. Outcome of other events were not recovered/not resolved/ongoing. Dechallenge and rechallenge was not applicable. Causality assessment of the events (choking and accidental device ingestion) was considered as reasonable possibility and for other events it was considered as not reported/not assessable with respect to suspect product. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I have to tell you, I've been using poligrip for about 30 years, and I love it. I will not use fixodent. It's disgusting, but there's a problem with your new power max. I bought a double pack. I can't use. I've been using it, but I'm choking cause it comes like a slimy film. It doesn't stay on the teeth and it's slimy and I'm choking on it and it doesn't last. I find after a couple of hours, I have to reapply and I'm choking again and I'm swallowing it. I after I take it out, I can't even get that, that film off out of my mouth. It's horrible. Lot: py7bexp: 2027-10-311. Do you rinse your mouth before wearing the prosthesis? I brush my teeth and then rinse. Do you apply the product on dry prostheses? Most of the time, sometimes no. Do you apply the product in three spots (one on each side and one in the center)? Yes. 4. Do you press the denture in place by clamping the teeth firmly for a few moments to ensure a hold? Yes, I push it with my tongue. Do you wait more than 30 minutes between applying the product and consuming food? Definitely. Do you have hot drinks after applying the adhesive? No, I drink cold water. Where do you store the poligrip adhesive cream tube after you open it? Do you keep it in a dry and cool place? In the sink under my 8. Which type of dentures do you use?full denture and partial. How long have you been using dentures for? I have been using for 30 years. When was the last time you visited your dentist regarding your dentures? Last time was 3 1/2 years. Have you ever had a dry mouth problem? No. How much poligrip adhesive cream do you apply? Do you encounter situations where the cream overflows from the edges of the denture when it is placed in the mouth? No.".